Manufacturer narrative:
An amo authorized field service engineer inspected the phaco machine at the customer location and no issues were found with the operation. The machine is continuing to be used without further issues. All pertinent info available to amo has been submitted. Should new info that changes to facts and/or conclusion of this report become available, a supplemental report will be submitted.

Event description:
The clinic reported that the phaco system presented with a footpedal error during a phacoemulsification procedure and was not able to restarted. A different machine was used to complete the procedure. There was a short delay, however, there was no adverse effect to the pt.